Manufacturer narrative:
The illuminator has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported issue. Fa installed the illuminator into test system, and it was intermittently not igniting during testing. Visual inspection found no lamp inside and the fans were dirty.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse replaced the illuminator and the light guide cable to resolve the reported issue. The light guide cable is a scrap item and will not be returned back to isi. The system was tested and verified as ready for use. Isi has not received the illuminator for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error 48245 occurred. The issue was fixed after the site power cycled the system. Then error 48245 occurred again and the site had to power cycle the system again. The site tried to replace the bulb, but issue persisted. The procedure was completing as planned with no indication of patient injury. At this time, it is unknown how the customer completed the procedure.